Manufacturer narrative:
Investigation summary; a complaint of the clamp not engaging on the set was received from the customer. Photos were provided to aid in the investigation of this defect. In the provided photos, the material and lot numbers of the product can be seen. The customer complaint could not be verified. A device history record review for model 11171447 lot number 21045555 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 13apr2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to a physical sample not being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents.

Event description:
It was reported when using the as lvp 20d 3ss 2cv, the device experienced the tubing clamp to be deformed/defective. The following information was provided by the initial reporter. The customer stated: it was reported by customer that the clamp did not engage. While infusing chemo, and after completed, nurse opened pump door and safety clamp did not engage. Staff reports this has happened a few times before. First discussed during compliance rounding on (B)(6) staff had occurrence again on (B)(6). Pump and tubing bag sent to biomed. Unable to keep tubing as it had chemo in it, and could not be saved.